Event description:
During a remote follow-up, the battery longevity was shorter than expected. Technical support was contacted and observed a battery curve abnormality. Premature depletion of the battery was suspected. A device exchange is anticipated. No intervention has been performed and the patient was stable and will continue to be monitored.

Event description:
Additional information was received that the device was explanted and replaced to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
The reported event of early battery depletion was confirmed in the lab. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Analysis of the device image found the device was drawing high current. Electrical testing confirmed high current drain from the hybrid. An anomalous capacitor was found to be the cause of the high current drain and premature battery depletion.